Event description:
The customer, who is a biomedical engineer, reported that the cap piercer wash of the unicel dxc 800 synchron system was not draining completely. The customer stated that a small amount of fluid dripped from the cap piercer assembly and onto the instrument. The customer indicated that some fluid was being aspirated away through the wash waste valve v3. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
Multiple attempts have been made to confirm with the customer if the replacement of the solenoid waste valve have resolved the issue. Based on the available information, failure mode of the event is attributed to the solenoid waste 3-way valve. Beckman coulter internal identifier for this report is (B)(4). The customer did not request service.